Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.